Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration"), perforation ("perforation"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, vaginal discharge, itching, cervical pap smear abnormal, menses irregular, dysmenorrhea, pelvic pain, mammogram abnormal, anogenital warts, abdominal pain, multigravida, parity 2, vaginal bleeding, uterine bleeding, post coital bleeding, crohn's disease, nausea, vomiting, hepatic steatosis, recurrent abortion and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), scar ("vaginal scarring"), dyspareunia ("dyspareunia"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), cervicitis ("chronic cervicitis"), migraine ("migraines"), tooth disorder ("dental issues") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, genital haemorrhage, autoimmune disorder, infection, scar, dyspareunia, adenomyosis, polycystic ovaries, cervicitis, migraine, tooth disorder and alopecia outcome was unknown. The reporter considered adenomyosis, alopecia, autoimmune disorder, cervicitis, device dislocation, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, perforation, polycystic ovaries, scar and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: normal uterine cavity. Left micro-insert somewhat laterally positioned. However, both fallopian tubes are occluded at the cornua. Ultrasound breast - on (B)(6) 2012: a 6mm lobulated lesion in the left breast appears suspicious of malignancy. An ultrasound guided biopsy is recommended. Ultrasound pelvis - on (B)(6) 2014: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants a re seen in typical cornual position. The right ovary contains the corpus luteum. The left ovary has the volume and peripheral follicle count consistent with pco morphology. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : adenomyosis, dyspareunia, pelvic pain. Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available, as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration"), perforation ("perforation"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 910507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, vaginal discharge, itching, cervical pap smear abnormal, menses irregular, dysmenorrhea, pelvic pain, mammogram abnormal, anogenital warts, abdominal pain, multigravida, parity 2, vaginal bleeding, uterine bleeding, post coital bleeding, crohn's disease, nausea, vomiting, hepatic steatosis, recurrent abortion and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection"), vaginal disorder ("vaginal scarring"), dyspareunia ("dyspareunia"), adenomyosis ("adenomyosis"), polycystic ovaries ("pcos"), cervicitis ("chronic cervicitis"), migraine ("migraines"), tooth disorder ("dental issues") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, perforation, genital haemorrhage, autoimmune disorder, infection, vaginal disorder, dyspareunia, adenomyosis, polycystic ovaries, cervicitis, migraine, tooth disorder and alopecia outcome was unknown. The reporter considered adenomyosis, alopecia, autoimmune disorder, cervicitis, device dislocation, dyspareunia, genital haemorrhage, infection, migraine, pelvic pain, perforation, polycystic ovaries, tooth disorder and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: impression: normal uterine cavity. Left micro-insert somewhat laterally positioned. However, both fallopian tubes are occluded at the cornua. Ultrasound breast - on (B)(6) 2012: a 6mm lobulated lesion in the left breast appears suspicious of malignancy. An ultrasound guided biopsy is recommended.. Ultrasound pelvis - on (B)(6) 2014: the anteverted uterus is normal in size and contour. The myometrium is homogeneous without evidence of adenomyosis or fibroid. The endometrial echo is homogeneous without suggestion of polyp. Both essure implants a re seen in typical cornual position. The right ovary contains the corpus luteum. The left ovary has the volume and peripheral follicle count consistent with pco morphology. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : adenomyosis, dyspareunia, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.